Event description:
The facility's rep reported an infusion pump with an 812:02 failure code. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during pt use. There was no pt injury or medical intervention during failure. Baxter requested specific pt info regarding whether medication was being infused, infusion rate, volume to be infused, bag or syringe used, and tubing, but no additional info was available. Additional contact info was requested, but not provided.